Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a normal generator change out procedure. An interrogation prior to the start of the procedure revealed that the right ventricular lead was exhibiting noise. The noise was reproducible with pocket manipulation. The lead was explanted and replaced during the same generator change out procedure. Patient was discharged after the procedure.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 10.3 cm to 10.6 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.